Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 does not turn on. The med surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation. The pt said the meter issue started about a week before she called lfs. The pt claimed that she felt shaky, dizzy, and disoriented a few days after the issue started. She said she took more food and/or drink as self treatment. The pt said she took the meter to a watch shop to have the battery checked. The csr walked the pt through pressing the power button and inserting a test strip; the meter turned on with both attempts. The pt's products were replaced. This complaint is reported because the pt alleges that the lfs meter did not turn on and afterward she became shaky, dizzy, and disoriented and treated herself with food and/or beverage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.